Event description:
According to the customer, after a panniculectomy on (B)(6) 2024 the incision was "dressed" with liquiband secure, by (B)(6) 2024 the liquiband was off, and the patient "stood too quickly" causing the incision to become "dehisced".

Manufacturer narrative:
According to the customer, after a panniculectomy on (B)(6) 2024 the incision was "dressed" with liquiband secure, by (B)(6) 2024 the liquiband was off, and the patient "stood too quickly" causing the incision to become "dehisced". The customer reported "this is attributed to the liquiband secure". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.